Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H11: corrective data: corrected section h6: method, result and conclusion codes.

Event description:
It was reported through implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of four (4) days due to inadequate leaflet coaptation, a small central and lateral valvular aortic regurgitation. Per the medical records, the patient presented with acute rheumatic fever, acute cardiogenic shock, and multiple organ system failure due to severe aortic regurgitation and moderate mitral regurgitation. He underwent a mv repair with a 32mm non-edwards annuloplasty ring and unsuccessful aortic repair. The patient¿s native aortic valve was very abnormal, the nc cusp was at a different annular level and significantly prolapsed. In addition, due to rheumatic involvement the right and nc cusps were shriveled with nodules. A 27mm 11500a aortic valve was then implant. The tee demonstrated restricted mobility of the rc cusp of the aortic valve with some central regurgitation. The surgeon decided to re-evaluate in 24 hours due to the risk of re-intervention. Concomitantly, thick fibrinous exudates were removed from the pericardium consistent with acute rheumatic fever. The patient was transferred to the cticu intubated and in stable condition. The patient continued with small central and lateral aortic regurgitation and was taken back to the or for redo-avr on pod #4. The right coronary cusp did not coapt well with the left coronary cusp in the way it was positioned in the aortic outflow tract. Per the surgeon, they could not find any organic explanation for why this discrepancy existed. Given that the valve was dysfunctional, the surgeon decided to remove and downsize. The explanted 27mm valve was replaced with a 25mm 11500a aortic valve in a supra-annular position. The patient weaned from cpb successfully. Post procedure tee demonstrated excellent biventricular function and no significant gradient or leak from the new valve. The patient was transferred to the cticu in stable condition. Follow-up response from the surgeon: I do not believe there was anything structurally wrong with the valve. I think the patient¿s annulus was very oblique and this valve was not seated properly. So, I downsized the valve to get a better orientation. I do not believe this was a manufacturing defect of the valve.

Manufacturer narrative:
UDI#  (B)(4). Leaflet not coapting typically would result in regurgitation. Technique related factors such as suture looping, where the surgeon inadvertently loops a suture over one of the commissural posts, may restrict leaflet motion. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation.  The root cause of this event cannot be conclusively determined with the available information. The explanted device has not been returned for evaluation; therefore, the root cause of the event cannot be confirmed. It was reported that the surgeon elected to downsize the valve during the replacement surgery. It is unknown whether patient and/or procedural related factors may have caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event.  Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported through implant patient registry that a 27mm 11500a aortic valve was explanted after an implant duration of four (4) days due to inadequate leaflet coaptation, a small central and lateral valvular aortic regurgitation. Per the medical records, the patient presented with acute rheumatic fever, acute cardiogenic shock, and multiple organ system failure due to severe aortic regurgitation and moderate mitral regurgitation. He underwent a mv repair with a 32mm non-edwards annuloplasty ring and unsuccessful aortic repair. The patient¿s native aortic valve was very abnormal, the nc cusp was at a different annular level and significantly prolapsed. In addition, due to rheumatic involvement the right and nc cusps were shriveled with nodules. A 27mm 11500a aortic valve was then implant. The tee demonstrated restricted mobility of the rc cusp of the aortic valve with some central regurgitation. The surgeon decided to re-evaluate in 24 hours due to the risk of re-intervention. Concomitantly, thick fibrinous exudates were removed from the pericardium consistent with acute rheumatic fever. The patient was transferred to the cticu intubated and in stable condition. The patient continued with small central and lateral aortic regurgitation and was taken back to the or for redo-avr on pod #4. The right coronary cusp did not coapt well with the left coronary cusp in the way it was positioned in the aortic outflow tract. Per the surgeon,  they could not find any organic explanation for why this discrepancy existed. Given that the valve was dysfunctional, the surgeon decided to remove and downsize. The explanted 27mm valve was replaced with a 25mm 11500a aortic valve in a supra-annular position. The patient weaned from cpb successfully. Post procedure tee demonstrated excellent biventricular function and no significant gradient or leak from the new valve. The patient was transferred to the cticu in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device.